Event description:
It was reported the programmer had intermittent loss of power. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified the reported event, the programmer was unable to power up due to the power supply being out of specification. It was also noted that the keyboard slide plate was missing, the power cord bay had a broken latch, and the keyboard could not close do to a latch problem.